Event description:
Per the audiologist, results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with open circuit electrodes. The pt's device was explanted (date not reported). Reimplant plans were not provided at the time of this report, early 2009.

Event description:
It was further reported that the lesion was 85% stenosed and was located in a moderately tortuous mid left anterior descending artery. The balloon was inflated once to fifteen atmospheres. The balloon ruptured on the second inflation at fifteen atmospheres. The balloon was removed intact.

Manufacturer narrative:
This type of event is addressed in the device labeling.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was re-implanted with another device. (B)(4).